Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when trying to break the taper of the stem with the disassembly instruments, the disassembly collet broke, and the cap, push rod and torque shaft all became cold welded into each other. They opened an additional set, and the same thing occurred where the collet broke, but the other items didn¿t cold weld the second time. With a surgical delay of 10 minutes.